Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer (fse) found the device displaying a black screen. The fse powered off the unit, opened the top cover, and reseated the serial ata cable cables. After powering the unit back on, it began running windows updates and then attempted to enter the application but became stuck on initializing peripheral. The fse verified that the communication sled was properly seated and then powered off the unit again to reimage the pyxis. After reimaging, the station booted, but remote support service was not functioning. Although the station was working and communicating with the server, remote support services were still unavailable. The fse downloaded a newer rss version to a thumb drive, accessed the pyxis desktop, removed the old rss version, and installed the new one. After rebooting the pyxis, the application launched successfully, the customer logged in, and the station appeared in rss with full connectivity restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit was stuck on a blue reboot screen for 2 to 3 hours. According to the onsite pharmacy staff, the pyxis had remained at 7% with a message instructing not to power it off. The pharmacy also reported that this was the only pyxis available on that unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.